Manufacturer narrative:
Patient identifier - requested but not provided; age & date of birth - requested but not provided; sex - requested but not provided; weight - requested but not provided; ethnicity - requested but not provided; race - requested but not provided. One used 6fr angio-seal vip device was returned for evaluation. The returned device was subjected to visual analysis. The device was returned with a partially opened polyfoil pouch. There was blood like substance on all returned components. The hemostatic sheath was properly mated with the deployment sleeve which was in the forward lock position with the color bands concealed. The bypass tube was properly inserted into the hemostatic valve. The carrier tube assembly had been cut in the window of the deployment sleeve. 5.933" of the carrier tube assembly was separated from the device cap. A 0.614" of the tamping tube was exposed from the distal piece of the carrier tube assembly. Collagen was observed at the end of the tamping tube. The collagen was not tamped and appeared torn. Additionally, the suture interwoven into the collagen appeared cut under microscopy. No anchor was attached to the collagen or returned. The tensioner was removed from the device cap. Several turns of suture were still present on the tensioner and the suture was still tethered appropriately. There was no difficulty unwinding the suture from the spool. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on (B)(6) 2018. The field clinical manager had them assess the artery via ultrasound to assure patent and that collagen had not been deployed inside the artery and that there was no occlusion. They then bailed out to remove the stuck device and proceeded to close with manual pressure. Additional information was received on (B)(6) 2018. The procedure being performed was a leg runoff using a 6fr procedural sheath. There were no issues with arterial access, sheath, guidewire or catheter insertion and a pre-deployment angio-gram was performed.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal vip device became stuck in the patient and the description of the issue resembled suture lock. Steps of removing the device was instructed by the field clinical manager. Ultrasound verification of a patent femoral artery was obtained before the device was removed. Manual pressure was applied to achieve hemostasis and blood loss was reported to be less than 250 cc. It was reported that the patient was stable. The vascular closure device failed, hemostasis was achieved by manual pressure.